Event description:
Ems personnel responded to a female. They were monitoring her for a fast heart rate using a 4-lead ECG cable. The reporter stated that while monitoring, the device powered itself off. They turned it on and it operated properly for approximately 5 minutes and then turned off again. This happened a third time. There were no adverse affects on the patient due to use of the device.

Manufacturer narrative:
Physio-control evaluated the device and observed a fault code related to a user test logged into memory at the time of the event, but could not reproduce the reported problem. Physio replaced the system/memory pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.